Event description:
It was reported that this pacemaker exhibited loss of capture on the non-boston scientific right ventricular (rv) lead. The patient experienced bradycardia. Which was believed to be exit block or possible scar tissue from an infarct at the lead/tissue interface. Subsequently, a revision procedure was performed and the non-bsc rv lead was replaced. While, the pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited loss of capture on the non-boston scientific right ventricular (rv) lead. The patient experienced bradycardia. Currently, this product remains in service and no additional adverse patient effects were reported.